Manufacturer narrative:
Product analysis:post market vigilance (pmv) received one device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide, and pressure ridges in the staple guide indicate that the staples had been fired. The anvil of the instrument was observed to be tilted and attached to the instrument. The twist knob could not be turned. Forwarded to ponce engineering for further evaluation of twist knob issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The safety plate was found to be stuck in the open position. The reason for this is that the safety plate was bent inside the instrument, interfering with the rotation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product. Replication of the condition may occur due to the improper use of the instrument (pressing the handles of the instrument without releasing the safety) outside the manufacturing facilities. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy, the device was unable and difficult to open. The twist knob could not turn two full times to allow the anvil to tilt. After firing, the stapler was removed form the body and did a counterclockwise rotation tail. However, there was a resistance and they could not rotate it. Anvil could not be removed from the device. While insurance in the free state, green tags were not exposed and still free closed open the grip. There was no injury caused to the patient and no medical intervention was required.